Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2024)

Event description:
It was reported that one month and nine days post port placement, the patient allegedly experienced neck pain from the chest to the side of her head and fever. It was further reported that patient was taken to emergency room and diagnosed with dual stage thrombosis with blood clots. Reportedly, anticoagulant medications were prescribed to treat the clot. Furthermore, patient also experienced infection that might be caused by mishandling at the health care facility and patient got relieved, and improved with the medication. The status of the patient is reported to be stable and was continuing with the chemotherapy.